Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection with sepsis. Reportedly, the device was removed due to (B)(6) however, the device does not appear to be infected. There were no additional adverse patient effects reported. The rv lead was explanted.